Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between 01/01/2008 and 10/23/2010 of complaints for additional reportable events. A field service engineer (fse) visited the site on (B)(4) 2009 to evaluate the instrument. The fse noted a right-shift in reticulocyte (retic) scatterplot populations. He cleaned the retic sample shear valve and noted proper recovery of retic samples. Repairs and instrument operation were verified per established procedures. An analysis of the data associated with initial run of pt sample showed an abnormal scatter plot when compared to a normal data pattern. This abnormal data pattern was not seen in the data run after the cleaning of the shear valve. However, the plot of the sample upon repeat testing (results of 2.86%) did show an interference in the lower retic region. It is believed this interference could be caused by insufficient ghosting due to instrument failure or hard-to-ghost sample. The root cause of low erroneous results is unknown, though likely due to a dirty shear valve.

Event description:
The customer reported that the lh750 hematology analyzer generated erroneously low reticulocyte results of 0.25% on one pt sample. The test results were accompanied by instrument-generated messages. The erroneous test results were reported outside of the laboratory. A manual reticulocyte count was performed with results of 2.0%. The customer considers the manual count to be correct. A corrected report was subsequently issued. There were no reported changes to pt treatment associated with this event.